Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 2.8 mmol/l. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated auto mode feature was active at the time of incident. Customer declined troubleshooting. The insulin pump will not be returned for analysis.